Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient inquired about ordering a replacement programmer. Patient stated they need a MRI in august, prior to needed back surgery. Patient also stated they had not used the implant in 3 months due to the implant shocking them. Patient's physician had discussed explanting the implant. Patient decided not to go forward with replacement at this time. No patient symptoms reported. No further complications were reported as a result of this event.